Manufacturer narrative:
(B)(4). Device details, pt medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this event is reported to the FDA due to the incident experienced to a device that is similar to a medical device that is placed on the market in the USA. However, this was coupled with a thr with a large diameter mom head which is not cleared for sale in the USA (incident was outside of the USA).

Event description:
Cormet revision after 5 years 10 months.